Event description:
Patient underwent uncomplicated cardiac cath. Hemostasis was achieved using the mynx vascular closure device. Four days post cath, the patient presented to another hospital with local infection at the cath site, followed by continued oozing and hematoma. Manufacturer response for mynx, mynx (per site reporter): there have been other incidents of infections reported after use of this device.